Manufacturer narrative:
The suspect device was not returned to olympus. The problem was resolved after troubleshooting with the assistance of olympus technical support via the phone. Upon attempting a different scope with the suspect device, the problem was resolved. The reporter attributed the cause of the b30 error to the scope used in combination with the subject device. The scope was returned to olympus for evaluation/repair. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "b30" occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was a therapeutic gastric balloon placement. A delay in procedure occurred of 30 minutes. There was no adverse health effect to the patient that occurred, attributed to the delay. The intended procedure was cancelled. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.